Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low hgb results on two patient samples without instrument generated flags generated by the coulter lh 750 analyzer. The first specimen was run and recovered a low hgb result. The specimen was reran on the same unit and similar low hgb results were recovered and were reported out of the laboratory. The data are not available. The second patient specimen recovered a low hgb result. Controls were run which recovered low outside assay limits and the instrument was no longer used until serviced. The second patient results were not reported out of the laboratory. The second patient printout was discarded and is not available. No death, injury or change to patient treatment associated with this event.

Manufacturer narrative:
The first patient was drawn intravenously. Sample collection and storage information for the second patient was requested but not provided. The unit is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after this cf event. The initial control run recovery was within assay limits, but controls were run after a patient was suspected of low hgb recovery. The low 4c control recovered low outside assay limits. On (B)(4) 2011, a bci field service engineer (fse) replaced the sample and lyse syringes and the flowcell. Fse reseated the tubing for the wbc waste. Root cause for the low hgb results can be attributed to hardware related.